Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient had inserted the infusion set into scar tissue event on (B)(6) 2026. There was high blood glucose and the patient was treated via pump.